Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Reviewing attached picture, the functionality of the device cannot be inspected. Hence, the complaint cannot be confirmed nor unconfirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.027.052s, lot: 50p9420, manufacturing site: bettlach, release to warehouse date: april 20, 2020, expiry date: april 1, 2030. A manufacturing record evaluation was performed for the finished device part: 04.027.052s, lot: 50p9420, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the procedure the doctor inserted the pfna ii nail into the patient¿s femur and then inserted the pfna ii 85mm blade. When the doctor tried to lock the blade, the blade would not lock. The blade was removed and another 80mm sized blade was inserted. There was a surgical delay of forty (40) minutes. The procedure was completed successfully. There were no consequences to the patient. Concomitant devices reported: nail insertion handles (part number unknown, lot unknown, quantity 1), nails: pfna-ii (part number unknown, lot unknown, quantity 1), aiming arm (part number unknown, lot unknown, quantity 1). This report involves one (1) pfna-ii blade l85 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a product investigation was completed: visual examination of the returned device found markings consistent to the removal process. No indication of a product defect was found after visual analysis. The returned helical blade was successfully assembled and locked to a sample depuysynthes pfna. The investigation was not able to replicate the complaint condition. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed, no design issues or discrepancies were identified. The overall complaint was not confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.